Event description:
It was reported that the device exhibited undersensing. The lead did not sense in the unipolar configuration at 0.5 mv, and was intermittent in bipolar at 0.1 mv. Lead impedance was 238 ohms unipolar and 484 ohms bipolar. Capture could not be confirmed because the patient was in atrial flutter. A chest x-ray did not show dislodgement.